Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. The customer was instructed to plug in the cart power cord to the wall and press the power button on the cart. After the customer completed these steps, all components on the cart turned on. The cart was turned off. Resulting in all the components on the cart being turned off. Customer now understands how to turn the tower cart on which provides power to all other components within the cart. No further assistance was needed from tac. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that during a case this system became unresponsive. Upon rebooting the system. The site could not retrieve their previous registration. Medtronic navigation was aborted. The event caused a surgical delay of less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.